Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that patient was told by the previous agent to try stimulation at 3.5 v and call back if no improvement noticed. The patient stated she did not notice improvement, and symptoms got a little worse. The patient stated her hcp was going to be calling her. The patient wanted to increase stimulation and on the call patient increased to 3.8 v and confirmed she felt stimulation. The patient reported since implanted the feeling of stimulation always goes away. The patient later reported about could weeks later that the incontinence and changed in stimulation issue have not been resolved. It has improved slightly and seemed to be getting better.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the patient wanted to know "if she set it from 2.7 to 3.3, she felt the sensation but she wanted to know if it will go away, and was still having the same problems, sometimes she have to go and other times she could not." It was reported 3 days later that the incontinence and the change in stimulation issue not resolved but has improved slightly very slight. It was reported a day later that patient screen was blank took the batteries out then put them back in. The patient did not hear a beep when she inserted the batteries and the screen did not power on. The patient stated she was still leaking, has over active bladder and her bladder did not empty completely. The patient called back, she had a new set of batteries. The patient was able to synch and increased stimulation from 3.3 to 3.5. The patient stated health care provider would be calling her in about 2 weeks. The patient stated she found another set of aaa batteries in the house and the patient programmer seems to be working. Patient services walked patient through how to do this by putting the detachable antenna over her implantable neurostimulator (ins) implant and then pressed the synch key and got a warning screen with the splash screen. The patient attempted again, and continues to get the splash screen. Additional information received on 2016-02-24 indicated that patient saw health care provider on a day after this call for her bladder was still full after she urinates. The patient wanted to increase stimulation on the day of this call because she was still leaking. The patient stated that her symptoms are better since implant. The patient stated she took a fall a day prior to this call and noted it could be related to this issue. The patient was going to get aaa batteries for her patient programmer. The patient could not connect to her ins because she was seeing low programmer battery screen. The patient stated she was hoping that the aaa batteries she found would take care of it and she wouldn't have to go out because her legs aren't good. The patient mentioned her knee was bothering her. The patient stated her knee bothering her was not related to the device it was due to arthritis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that since implant patient was not feeling stimulation while therapy was on. The patient was dissatisfied with symptom control and stated that sometimes she was good and sometimes she has to go. The patient did increase to a point where stimulation was uncomfortable but decreased to where it was comfortable. It was later reported on (B)(6) 2016 that patient experienced no symptom relief and loss or change of symptom. The patient was not feeling stimulation while therapy was on. The patient did not feel stimulation down for like the last week or so ago and "did not feel it there like she used to". The patient reported no falls or trauma. The patient still has "the incontinence problems still had trouble emptying their bladder and stated she has been since the implant". The patient services helped patient synchronize and they report that stimulation was on at 2.4, increased to 2.7v and reported feeling stimulation and was going to try this setting. Additional information reported a week and half indicated that patient had a return of symptoms which was considered sudden. The patient stated the urine just kept running out of her. The patient used her programmer and verified stim was currently on. The patient stated she currently did not feel stimulation. The patient used her programmer to increase stimulation to 3.3 and stated that was comfortable sitting standing and walking. The patient was aware to decrease stimulation if stimulation becomes uncomfortable. The indications for use for this patient were gastrointestinal/pelvic floor. No outcome was reported regarding this event. A follow-up report will be sent if additional information becomes available.